Manufacturer narrative:
.

Event description:
Customer stated that they used a 6 f cook sheath with a 300 grandslam guidewire. Patient had 2 lesions at the sfa and tpt trunk. Physician crossed lesion with vert and 300 grandslam wire made 4 to 5 cuts with sxc turbohawk; lesion looked good and when decided to treat distal lesion. Physician noted occlusion level of the tpt so they reinserted the vert catheter and attempted to aspirate debris. They continued to proceed across distal lesion and decided to deploy spider 4mm without complications after swapping to a trailblazer. No issues with deploying the spider distal. The sxc turbohawk was reinserted and proceeded to cross lesion and it was not positioned low enough to get a full cut. The spider wouldn't advance, so decided to remove the turbohawk and use the spider delivery catheter to collapse the basket and move it more distal. In removing the turbohawk and trying to leave the spider in position, the spider continued to come back up the artery. The turbohawk was pulled back up into the sheath and became wedged in the sheath. Being unable to move the device any further, the turbohawk became separated; leaving the nosecone inside the sheath and on the spiderwire basket was still in the sfa. Unable to get anything past it, the sheath was pulled outside the body and noted on an xray to the point that the nosecone of turbohawk was within the sheath was cut off and spider retrieval catheter was used to collapse the basket. Maintaining access within the body with another wire and new sheath inserted. New up and over sheath inserted and images taken. All runoff vessels still patent, lesion crossed with glidewire and 4x120 dcb balloon was used in the sfa to complete the procedure. The patient did not go home but developed a hematoma when getting on bedpan after the case, and the next morning went to the or to have it evacuated at 3am. The investigation showed that the customer's report of the turbohawk and spider fx becoming separated within the sheath has been confirmed. The evidence shows the user experienced resistance due to the spider fx was bent in the opposite direction of how it was loaded into the turbohawk guidewire tubing. The root cause of the reported issue has been identified that the user experienced a guidewire prolapse during retrieval of the turbohawk unit. The damage observed on the returned unit is consistent with what may occur when the device is attempted to be retrieved when resistance is encountered during a prolapse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.